Manufacturer narrative:
Device was evaluated in the product analysis center (pac). It was observed that the device would not complete its boot up cycle. The likely cause of the reported issue was determined to be due to a faulty system processor. The device was archived/ retained by stryker. Customer received a replacement device.

Event description:
The customer contacted physio control to report that their device gave a "call service" message. Device was sent for the investigation to the product analysis center (pac) . Upon initial evaluation, physio control observed that the device would not complete its boot up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.